Event description:
It was reported by the patient's caregiver that the patient's blood glucose level rose to greater than 13.9 mmol/l (250 mg/dl) while wearing the pod between 25 and 36 hours. The pod generated an alarm for a prolonged period. The patient reported being unsure if the pod's cannula was properly seated in the infusion site (unspecified). When the pod was removed, the cannula was found bent. As treatment, the caregiver administered an insulin injection to the patient. The pod was discarded.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation as the device was discarded. It was reported the cannula was possibly not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: lockdown omnipod software app version: 3.1.6 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: freestyle libre 2 plus please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.